Event description:
While undergoing anterior cervical revision with removal of plate a universal screwdriver brought by rep tip broke off while in patient. Both screwdriver and broken tip removed from operative field and replaced.